Event description:
Lmt was informed that there was a problem with the alarm system during use of the device. No harm to patients, users or third parties was reported in the information provided. Our technical support is currently asking for more information about this potential incident. The investigation of the device will be initiated by our experts immediately. As soon as we can provide further information about the evaluation, we will inform you about a final report.

Event description:
It was reported that this ventilator only emitted a visual alarm and the audible alarm could not be recognised. The users contacted the technical emergency service, who checked the problem. The fault was rectified by restarting the device and the alarms (audible and visual) were safely issued. However, as a precautionary measure, this device was replaced by a spare device and sent to the manufacturer for analysis. In this case, no harm was caused to the patient, user or third parties.